Manufacturer narrative:
Investigation into this event by the field engineer found a partially plugged probe. The fe replaced the probe and performed maintenance. The service repairs have returned the analyzer to expected operation. The root cause of the event was instrument related.

Event description:
A customer observed that the ortho provue analyzer dilution cup was overflowing. A dripping probe could lead to diluted or contaminated reagents and erroneous test results could occur. There was no report of harm as a result of this event.